Manufacturer narrative:
Qn#: (B)(4). The customer provided one photograph for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed. The customer returned 61 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. Of the 61 units returned, the packaging of 60 units had open edges. Of the 60 units with open edges in the packaging, the packaging of 45 units was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. This includes 22 units with holes or cracks near the tip of the devices where the staples are ejected, as well as 23 units with marks near the tip with no clear hole that passes through the tray. One unit exhibited a hole at this location without open edges in the packaging. Of the 60 units with open edges in the packaging, five units exhibited sterile barrier deformation. In total, the sterile barriers of all 61 returned samples are compromised due to the packaging damage. A CAPA has been opened to further investigate these issues. Dimensional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot #73f2200700 investigation did not show issues related to the complaint. The reported complaint of "packaging damage - sterility compromised" was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: the packaging of the staplers is broken at the corner. That makes their use impossible because of breach in sterility. There were sixty-one (61) devices involved.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200700 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the packaging of the staplers is broken at the corner. That makes their use impossible because of breach in sterility. There were sixty-one (61) devices involved.